Event description:
It was reported that an occlusion alarm occurred and that the pump was intermittently not annunciating audible tones for high and low blood glucose (bg) levels. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.